Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received used and decontaminated. The device did not come in the original box. The physical condition of the device was a scratched liquid crystal display (lcd) lens, bubbled "dso" seal, worn "uso" seal, loose latch lock and damaged battery compartment. During functional testing the device was not sensing cassette and was alarming "cassette not attached properly". The complaint was confirmed. The root cause was the "dso" sensor, and it was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to replace "dso" sensor.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump alarmed cassette not attached. No adverse patient effects were reported by the customer.